Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller being dropped was confirmed during evaluation of the returned controller. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that urgent read was requested. The log files captured the start of the driveline communication a faults on (B)(6)2025. The pump was running at the time. At 13:18:23 the driveline was disconnected, then reconnected at 13:18:37. The comm faults continued. At 13:22:04 the driveline was disconnected, and it appeared the system controller was replaced at this time. The alarm was cleared, and the patient was being admitted for monitoring. The patient reported that they dropped the controller the past week. If the alarm was to come back, the plan was to change the modular cable. Further log files were submitted that appeared to indicate the comm fault was cleared on (B)(6) 2025 around 1645 and the alarm condition did not return. The pump itself appeared to be operating within normal parameters. Continued monitoring was recommended. The log file from (B)(6) contained data as a backup controller. The event log file captured driveline communication fault a starting 05mar2025 at 1305 until the end of the log. It was recommended to clear the alarms. One day later the customer called to report the communication faults had returned. The alarm was silenced, and the modular cable was replaced. The patient was also provided with a new primary controller. The event log file after the exchange had limited data in it. However, it did not capture further communication faults. It appeared that the modular cable and controller replacement resolved the issue.

Manufacturer narrative:
Section d9 correction: manufacturer's investigation conclusion: the reported event of driveline disconnects was confirmed via the submitted log files. The reported event of the system controller being dropped was confirmed via evaluation of the returned controller. On (B)(6) 2025 from 13:18:23-13:18:37, the driveline was briefly disconnected. On (B)(6) 2025 at 13:22:04, the driveline was disconnected again, and shortly after both power cables were disconnected; this is consistent with the reported system controller exchange. The retuned controller, serial number (B)(6), was visually inspected and cosmetic damage to the housing and user interface (ui) membrane was observed. These are consistent with the reported controller drop. The controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The damage to the housing and ui membrane did not impact functionality. The provided information indicated controller was exchanged to system controller, serial number (B)(6). Multiple attempts were made to obtain additional information regarding the reason for the driveline disconnects and reconnect, and if there was associated damage or harm to the patient from the controller being dropped; however, no additional information was provided. A root cause for the driveline disconnect was not conclusively determined through this analysis. The root cause for the cosmetic damage to the controller was determined to be due to user error in dropping the controller. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 04nov2021. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not drop the system controller or subject it to extreme physical shock. If the controller is dropped, the user should inform hospital personnel immediately. This section also instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section provides instruction on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 instruction for use section 2 also instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use, section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the controller. The heartmate 3 instruction for use section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify troubleshoot power cable disconnect alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.